Event description:
Patient provided an MRI which confirmed the reported events.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3 b5 b6 h6.

Event description:
Patient reported right side "capsular contracture baker grade IV, pain, granuloma, and folds." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, pain, granuloma, folds.